Event description:
During a premature ventricular contractions ablation procedure, a steam pop and pericardial effusion occurred. A decapolar steerable catheter was in coronary sinus and a tacticath ablation catheter was in the right ventricular outflow tract (rvot). During one ablation session (using 50w and temperature limit of 43 degrees celsius), a steam pop was heard and a fast peak in the impedance curve was noted. Following the steam pop, the movement of the heart was checked with fluoroscopy which was not correct. Therefore, an echocardiogram was done which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient remained under observation. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The event description indicated ablations were performed with an rf power of 50 w. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence.¿ in addition, the IFU warns ¿too high rf power during ablation may lead to perforation caused by steam pop.¿ however, due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and pericardial effusion remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.